Event description:
It was reported via literature article that new ascites occurred after tare in six patients and three required treatments. The aim of this study was to evaluate outcomes of transarterial radioembolization (tare) for hepatocellular carcinoma (hcc) in 21 patients previously treated with transarterial embolization (tae). At follow-up periods, adverse events were reported attributable to tare. Grade 1-2 adverse events were reported as increase in liver values in 10 patients, hematological toxicity (rbc, wbc, platelets, renal toxicity) in 15 patients, clinical adverse events (nausea, fatigue, abdominal pain, etc.) In 5 patients, and procedure related access (hematoma, pseudoaneurysm, extravasation) in a single patient. Three patients experienced new onsets of ascites (grade 3), half were symptomatic requiring paracentesis. No grade 4 or 5 adverse events occurred.

Manufacturer narrative:
Zhao, k.; son, s.; karimi, a.; marinelli, b.; erinjeri, j.p.; alexander, e.s.; sotirchos, v.s.; harding, j.j.; soares, k.c.; ziv, e.; et al. Outcomes of y90 radioembolization for hepatocellular carcinoma in patients previously treated with transarterial embolization. Curr. Oncol. 2024, 31, 2650-2661. Https://doi.org/10.3390/curroncol31050200. Code e2402 was used to denote post embolization syndrome. Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) # and other product specific information.